Event description:
Patient's mother emailed dexcom technical support on (B)(6) 2011 initially to report irritation at the site of insertion, then called again on (B)(6) 2011 to report that what was initially reported as irritation seemed to be an irritation due to a broken sensor. Patient's mother stated that the sensor wear session started with a painful sensor insertion. Upon removal of sensor, 2 mm of wire was still under skin and dried-up blood as well as a bump "the size of a popcorn kernel" was present at the insertion site. Patient's mother consulted with patient's physician who assured them that the issue was benign. At the time of her call to dexcom technical support, patient's mother reports that insertion site is not painful.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.